Event description:
A patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure using a vizigo sheath. Prior to the operation, blood leakage was observed at the hemostasis valve while the sheath was in use. Approximately 5¿6 ml of blood loss was estimated, but no air entered the patient's body. The procedure was completed with a replacement device, and no patient injury was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).